Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab for evaluation. Should an evaluation be performed or additional information received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Multiple requests have been made by baxter for return of the homechoice device to the product analysis lab (pal) for evaluation. The device has not been returned. A review of the device history record indicates the device failed the homechoice rite (return instrument test / evaluation), functional test due to being received inoperative and for display verification failure. The rite electrical test passed with no issues. The device was serviced and the digital printed circuit board (pcb) was replaced. The device passed all tests and calibrations per homechoice service electrical safety test and homechoice service final test and calibration prior to its release. No issues were identified that may have contributed to the reported issue of a patient death.

Manufacturer narrative:
(B)(4). The facility administrator provided the following information on (B)(6) 2011: the family was from (B)(6) and came to the us for care under the sponsorship of an organization in (B)(6). The administrator indicated she does not feel that any of the baxter solutions, device or disposables was causally related to the patient's expiration. However she felt that due diligence needed to be accomplished to ensure that the evaluation of all products confirmed that no relationship existed. An autopsy was performed, however results are not yet available. Upon receipt of the results she would provide that information to baxter. The cause of death was complete system failure. Once the child was taken to the ICU, the child was placed on a ventilator. The patient was at the children's hospital of (B)(6) during the final hospitalization and at the time of death.

Event description:
A caregiver contacted baxter home care services requesting a pick up of a homechoice machine due to patient expiration. Global pharmacovigilance (gpv) received additional information from the facility nurse confirming the date of a pediatric patient who expired on (B)(6) 2011. The nurse reported during (B)(6) 2011, the patient discontinued hemodialysis and began peritoneal dialysis (pd) therapy with dianeal ambuflex. On (B)(6) 2011, the patient was hospitalized for a reoccurring fever. The treatment was not reported. On (B)(6) 2011, the fever resolved and the patient was discharged. On (B)(6) 2011, (date unknown), the patient suddenly became ill following pd therapy. The patient was admitted into the intensive care unit (ICU). The peritoneal dialysis (pd) catheter was removed. The patient remained hospitalized. The nurse was unable to provide causality for the event. The nurse requested an evaluation of the dianeal solution the dianeal solution homechoice device and device cassette. It was unknown if the patient was connected to the cycler at the time of death. The patient was noted to be septic. No additional information was provided.